Manufacturer narrative:
The product was returned for analysis, and was verified to have sings of handling. An unk solution was in a wet state on the lens surface. The anterior optic surface was slightly scuffed in the outer peripheral. A small amount of particulate was observed on the lens surface. The optical resolution was acceptable; focal length reading is 16.64 equaling a 22.5 diopter. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were reviewed, and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 07/29/2009 and 08/14/2009 by phone, fax, and mail. Add'l info was obtained by phone on 08/17/2009. The questionnaire will not be completed.

Event description:
A director reported that an intraocular lens was exchanged for a different brand iol. In a f/u, it was reported the reason for the exchange was that the pt experienced glare and halos.